Event description:
During procedure, the mynxgrip vascular closure device failed to fire (the rubber stopper did not deploy). This device is used to close the artery for puncture when completing arteriogram procedure. There was no injury to the patient.